Manufacturer narrative:
Date sent: 11/23/1998. Proximate I l s intraluminal stapler: the anvil was applied and removed several times with no anomalies noted with the anvil detaching from the instrument. The instrument was rec'd with visible damage to the device caused by what appears to be exposure to heat. Due to the damage to the instrument, further functional testing could not be performed. It should be noted, as stated in the packaging insert, after firing the instrument, release the firing handle and re-engage the safety. Open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. Therefore, based on the info rec'd and the visual and functional results, it appears likely that the instrument may have been opened too wide prior to removal from the anastomosis site.

Event description:
The rep reported the device was used on a sigmoid resection. It was reported the cdh29 was used to do the anastomosis of the sigmoid and the rectum. The instrument fired properly but when it was being removed the anvil head was left inside the rectum. The instrument was opened completely prior to removal and therefore when it was pulled out the anvil separated from the instrument. The anastomosis was compromised and had to be hand sewn to repair. The pt was given a temporary colostomy to protect the anastomosis until it healed.